Event description:
Facility inserted the softcup on the evening of 2004 and when they tried to remove it on the morning of the following day they could not get it out. They were in pain and discomfort so they went to the ER where the doctor removed the product.